Event description:
A customer contacted beckman coulter inc. (Bci) and stated that the reagent probe drip tray was full of liquid and they are having ongoing issue with reagent probes leaking fluid on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011: the fse found wash collar vacuum valve not working and replaced it. No further complaint of leaking was reported by the customer as of (B)(4) 2011.